Manufacturer narrative:
Customer reported that 30 out of 93 samples produced inconclusive results and the ipc failed to amplify. Then, they re-ran the inconclusive samples and of those 30 samples, 10 were inconclusive a second time. Customer service followed up with the initial reporter who explained that in other packages of the same lot (20210723b-a) of go-plates, the lyophilized assay in some wells of the pcr rxn looked as though they had been rehydrated prior to use, and they removed these wells and used the remaining wells for testing. The customer did not specify what quantity of packages from that lot of go-plates was affected, and was unable to provide pictures or additional information when asked. Rehydration of the lyophilized pcr assay will cause the components of the assay to degrade, and be unusable for testing. Common causes for rehydration of the assay are due to storage outside of the recommended temperature range (15c-30c), exposing the package to humidity, improper sealing of the package, use after the recommended opened package shelf-life.

Event description:
Customer reported they had 30 out of 93 patient samples from one package of go-plates (pcr assay) where the ipc failed to amplify, which is an inconclusive result. Later, using the same ipc template as before, 10 out of 30 samples as inconclusive. Roughly 33% inconclusive rate was suspected to be due to product failure and investigated.